Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's father reported via phone call that the insulin pump alarmed no delivery during a bolus. Customer also indicated that the motor sounds strange and weak during rewind. Customer's blood glucose was 197mg/dl at the time of incident. Troubleshooting explained alarm and found that the issue was resolved by a complete set change. The father does not have the pump with him and was advised to call back to further troubleshoot the rewind issue. No further details given.